Event description:
Additional information received indicates the patient had their system explanted to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site after falling and hitting the ipg site. Surgical intervention may take place at a later date to address the issue.